Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified.

Event description:
It was reported that during a stent placement procedure, the stent allegedly fell out of the balloon. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure preparation, the stent allegedly dislodged. It was further reported that the stent also fell out off the balloon when the device was inserted into the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g5. H10: manufacturing review: a device history review review could not be performed as the lot number is unknown. Investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported dislodgement issue. The root cause for the reported dislodgement issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: precautions ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential patient/device adverse effects that may occur include, but are not limited to, the following: ¿ covered stent dislodgement from balloon during tracking procedure ¿ covered stent misplacement during placement procedure directions for use: site access and preparation ¿ using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Covered stent size selection ¿ select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation ¿ carefully remove the selected device from the package. ¿ inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. ¿ flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system